Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis, persistent epigastric pain and heart attack in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). At the time of this report, it was not reported if dianeal pd2 unknown therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by slight cloudy of effluent, persistent epigastric pain and was hospitalized that same day. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with antibiotic therapy (medication, dose, route and frequency not reported). On (B)(6) 2012, it was reported that the patient had a heart attack and went to the ICU. At the time of this report the patient remained hospitalized. Peritonitis-recovered with sequelae.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.